Event description:
A healthcare professional reported that a (B)(6) male who was involved in a motor vehicle accident rec'd 1 unit of op-1 putty, 2 units of calstrux, autograft, allograft and hardware (not specified) as part of a lumbar fusion on (B)(6) 2006, was hospitalized on (B)(6) 2006 with a (B)(6) wound infection. The infection extended below the fascial plane. Treatment included surgical debridement and antibiotics (not specified). Testing included a wound culture obtained during the second surgery which revealed heavy growth of (B)(6). Outcome is unk. Causality was reported as unk. The rptr previously submitted this case to the FDA (report # 1100640000-2006-8008) because it was though that op-1 putty was a human tissue. Add'l info will be requested.

Manufacturer narrative:
Reference report 1224732-2006-00042 and 00043.